Event description:
A report was received that the patient underwent a pocket revision due to the position of the ipg putting painful pressure on existing hardware in the patient from a previous fusion surgery. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is a final report.